Manufacturer narrative:
Investigation results: DHR. Nothing unusual to report was found during DHR review. DHR dated 5/4/2022. Query indicates no additional complaints have been received for this lot number. Return customer returned 16x sealed files. Per ansi/aq z1.4-2003 inspector's rule (using single sampling plan 'normal' at inspection level s2 with aql 1.5), a sample lot of 8 were checked. Checked under microscope and found no manufacturing marks or defects. Files were measured using opt comp-007 (calibration date 2/16/2023) for d3, d13, and wire diameter; files passed. See attached inspections form. Engineering reviewed and advised as no further testing required as sealed returned product meets specifications.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that protaper ultimate rotary file shaper 25mm broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury.